Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation could not confirm the reported phenomenon of device causing a shock. It was noted that the device had a stain on the teflon body. The device failed the dielectrics test due to the damaged teflon body. The device failed due to the electrode becoming we or debris build up inside the teflon body and when the foot pedal is pressed on the generator sending the electrical power output through the hf cable in the device. Please reference associated devices reported: MFR report #: 2951238-2014-00258.

Event description:
Olympus was informed that during a transurethral resection of the prostate (turp), the physician was shocked and the patient's leg jerked. The physician turned off the bipolar cutting and removed the device and noted that the loop had broken and was melted. The device was replaced and the procedure was successfully completed. The physician nor the patient required any treatment and the patient was sent home.